Event description:
Leadwires became disconnected from acquisition module and were incorrectly re-attached by an unknown individual. All subsequent EKG's were done w/incorrect interpretation; leads I and ii were reversed, lead iii was inverted and leads avr and avf were reversed. Leadwires are only labeled at distal end - not at module end.